Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, customer continued to use current pump for insulin therapy. There was no adverse impact the customer¿s blood glucose.